Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2 - date of death: estimated. B3 - date of event: estimated . D4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated. The additional patient effects and device reported in the pmcf are captured under a separate medwatch reports. Attachment article titled: "post market clinical follow-up evaluation report balloon expandable peripheral stent systems rpt2131863 rev f".

Event description:
This is filed to report patient death. It was reported through the post market clinical follow-up (pmcf) evaluation report balloon expandable peripheral stent systems identifying the omnilink elite stent that may be related to the adverse patient effects of death, myocardial infarction, pulmonary complications, renal complications, access site complications, amputation / minor surgical intervention, thrombosis, occlusion, embolization, dissection, perforation, re-stenosis, revascularization and re-hospitalization. The device performed safely and as intended, with low rates of overall major adverse limb events up to one year + 30-day perioperative death. Data from procedures performed from april 2023 to april 2024, including 1-year follow up data through april 2025. Please see the attached post market clinical follow up evaluation report for specific information.